Manufacturer narrative:
The reported complaint event was reviewed and did not involve a death or serious injury. The reported product problem/issue of bent frame tubing and complaint information received was reviewed according to complaint handling procedures. The information reviewed does not indicate that a death or serious injury would be likely to occur if the product problem/issue were to recur. There is currently no information indicating that further review by the clinical product surveillance team is required based upon the requirements of the procedures. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the "front left wheel does not touch the ground".